Event description:
During a laparoscopic oophorectomy procedure, the blade tip had broken off. They were not sure if the tip was inside the pt so surgeon ordered an xray to be taken. After the xray was negative, they did locate the blade tip on the floor. There was no adverse consequence to the pt.